Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Per information provided by the customer, no medical intervention was administered. Upon doctor review, the patient was considered normal, which suggests the donor did not experience hematoma.

Event description:
The customer stated they were unable to find the donor's record, therefore no patient information is available at this time.

Event description:
The customer reported a hematoma during the return cycle of a donation procedure. The donor was not willing to do a second puncture, so the operator had to end the run. It is not known at this time if medical intervention was needed for this event. The donor's information is not known at this time. The disposable set will not be returned, because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer confirmed that there was no medical intervention required for this event. The customer followed up with the donor the next day and they were fine. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury nor is there a likely potential for death or serious injury associated with this event based on additional investigation information.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.